Event description:
The customer reported that while the unit was in use on a pt, the unit generated a "microprocessor failure" message. The unit was cycled off and then on and therapy continued for two more hrs. The unit then generated a "no trigger" alarm. The pt was switched to another unit and therapy was continued. No pt injury was reported.